Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a breast biopsy procedure on (B)(6) 2026, using a tumark biopsy site marker, the "x marker was deployed, stereo picture was taken and marker was seen. Held pressure for 10 minutes and then took [the] patient to [the] mammo room for post pictures. Marker was not seen on cc or mlo pictures." Additional information was obtained from the customer in which the customer denies the observation of heavy bleeding whereas the marker may have been inadvertently flushed out and reports that holding pressure at the site for 10 minutes "is our average pressure time." It is reported that the cannula, 4x4 gauze and surrounding areas were searched for the marker; however, it could not be located. No patient harm or additional interventions were reported.